Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the patient contacted animas alleging that the display was dim and fading. Reportedly the dim display issue had worsened over a 6 months period. Patient reported that the dim display issue was not resolved with battery change or increased contrast setting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.